Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent resume pump alarms. Tandem customer technical support (cts) reviewed pump data, and could not confirm customer's issue. Cts did determine that the pump declared an incomplete bolus alert, and informed the customer that this alert is declared if they remain on the bolus menu for a prolonged period of time. The pump also declared a low insulin alert, and cts discovered that the customer was prompted to set a site reminder and that the customer dismissed the reminder. There was no reported impact to the customers blood glucose level. The customer declined any further troubleshooting.